Manufacturer narrative:
(B)(6). Q core medical ltd (manufacturer) is submitting the report on behalf of hospira. Exemption number, e2014005.

Event description:
The event was reported by a costumer from USA: "another power supplies break; death/serious injury: no".